Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance synergy washer. The technician found that a screw for the safety bar had become loose causing the bar to not properly align to the door and the jam to occur. The root cause of the loose screw is impact damage from facility personnel pushing racks into the safety bar during loading and unloading of the washer. The technician installed a new screw, tested the unit, confirmed it to be operating according to specification, and returned it to service. The reported event is attributed to user error as the employee should not have attempted to push on the door when it was jammed. The reliance synergy washer operator manual (1-1) states, "warning - personal injury hazard: risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." The technician counseled facility personnel on the proper use and operation of the reliance synergy washer, specifically to not push on the door when it is jammed and to avoid impacting the safety bar while loading and unloading. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a hand injury while attempting to unjam the chamber door while operating their reliance synergy washer. Medical treatment was administered; facility personnel did not disclose what treatment was administered.